Event description:
A caller reported an alarm 2 due to an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl and no high reading was recorded. To resolve the issue, the customer changed the infusion set and cartridge, and resumed insulin administration. Despite this, the customer experienced frequent occlusion issues and was transferred for additional support.